Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens of a -10.0 diopter as a replacement lens into the right eye (od) of a patient with pre-existing perilimabal on (B)(6) 2023, due to blurred vision and "od horizontal juxtaposed metamorphic eye." Cause of the event is unknown and the problem was not resolved. Reportedly, "miochol was on back order miostate used ou for initial surgery. Pt has retinal eval pending although mocular oct shows no abnormalities when compared to preop moc oct. Appt (B)(6) 2023 - retina."

Manufacturer narrative:
A4-a6:unk. H6: off-label - pre-existing perilimabal. Claim# (B)(4).